Event description:
A blalock-taussig shunt procedure for a tetralogy of fallot was performed using a 4mm gore-tex stretch vascular graft - pediatric shunt, thin-walled (item) approximately 8 months ago. A radiocontrast CT indicated a hydrops around the implanted graft inside the chest cavity. The radiocontrast agent was slowly flowing into the hydrops. The physician was suspicious of a serum leakage at the time but now thinks the hydrops may be a pseudoaneurysm. In 2008, it was reported that the gore-tex stretch vascular graft - pediatric shunt, thin-walled was explanted. The hydrops around the implanted graft was not seroma but a pseudoaneurysm. It was confirmed that the hydrops was caused by leakage through the anastomosis between the vascular prosthesis and the autogenic vein, not the gore-tex stretch vascular graft. The patient's postoperative condition has been good. Device will not be returned to gore, it was disposed of at hospital. Lot number info is unavailable.